Event description:
During a difficult oral intubation attempt, the right upper front tooth cap was broken by the laryngoscope blade. In addition, the patient later stated that the left upper front tooth cap was missingdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: inherent risk of procedure. Conclusion: no failure detected and product within specification, there was no device failure. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.